Manufacturer narrative:
Model number/catalog number: sc-8116-50; serial number: (B)(4); batch/lot number: 127239; model/catalog description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an scs explant procedure.